Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 3.00x28mm promus element plus stent was advanced to treat the lesion, however, device was unable to cross the lesion. During removal of the device, it was noted that the stent was dislodged from balloon of the stent delivery system.. The physician then retrieved the dislodged stent with the use of a snare and removed it from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the distal section of a stent delivery system was received for analysis. The proximal section of the break including the device¿s manifold was not received for analysis. The stent was detached from the delivery system was not received for analysis. A review of the stent crimp settings for the complaint device could not be performed as the catheter and finished goods batch number were unknown. The hypotube was broken 143cm proximal to the tip. The proximal section of the break including the devices manifold was not received for analysis. There was no indication that this damage formed part of the complaint incident. Additionally it was noted that the hypotube was kinked across its length. This type of damage is consistent with the application of excessive force to the delivery system. A visual and microscopic examination found no issue with the shaft polymer extrusion profile. It was noted during the analysis that the balloon folds had relaxed however it was revealed the balloon was not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 3.00x28mm promus element¿ plus stent was advanced to treat the lesion, however, device was unable to cross the lesion. During removal of the device, it was noted that the stent was dislodged from balloon of the stent delivery system. The physician then retrieved the dislodged stent with the use of a snare and removed it from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.